Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results, the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned separated from the catheter with the evidence of full deployment. It was also noted that the catheter kinked inthe most distal section and the over sheath was not returned with the device. Microscope examination was performed on the bushing and not more discernible failures were observed. The clip assembly had evidence of activations. Additionally, the clip assembly was dissembled and no failures were observed a dimensional analysis was performed on the outside diameter of the bushing, and it was confirmed to be within specification. No other issues were noted. The reported event was not confirmed. No failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complaint, during the procedure, the clip closed onto tissue; however, the physician tried several times of pulling and shaking, and the clip could not detach. Reportedly, the physician withdrew the clip and there was small amount of the mucosal blood. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complaint, during the procedure, the clip closed onto tissue; however, the physician tried several times of pulling and shaking, and the clip could not detach. Reportedly, the physician withdrew the clip and there was small amount of the mucosal blood. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.